Event description:
Attorney reported: 2008--the patient underwent surgery for repair of a ventral incisional hernia with placement of a composix e/x mesh patch. In 2009--the patient was taken to surgery for removal of the mesh patch. The patient continued to experience abdominal pain and discomfort after her multiple hernia surgeries. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.